Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise, resulting in inhibition of pacing for longer than two seconds. The patient has an escape rhythm. Boston scientific technical services (ts) confirmed that a surgical procedure was underway at the time of this clinical observation. No adverse patient effects were reported. This lead remains in service.